Event description:
During the procedure, the catheter tip fractured when attempting to place the catheter into the patient. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture could not be established.